Event description:
Healthcare professional reported, right side "capsular contracture, baker grade iii. Healthcare professional also reported, ¿abnormal rheumatology lab results¿ and ¿elevated titers¿. These events are not device related. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture " is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade unknown and abnormal rheumatology lab results, elevated titers, and numerous health issues¿.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade unknown. Healthcare professional also reported ¿abnormal rheumatology lab results¿ and ¿elevated titers¿; these events are not device related. Device has been explanted.